Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. The manufacturer's technical inspection confirmed the fault description reported by the customer ("no image"). The technical inspection revealed that the circuit board is no longer functional due to normal wear and tear, which led to the image failure. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was no image. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).